Manufacturer narrative:
Device is a combination product. Age at time of event: over 18 years old. Date of event: used the 1st day of the month of the bsc aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy drug-eluting stent was selected for use. However, during removal from the protective sleeve, the stent was noted to be damaged. The procedure was completed with another of same device. There were no patient complications nor injuries reported.